Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, unit was received with scratched display window and cracked reservoir tube lip, case window corners, battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports to hearing a clicking noise when insulin pump is bolusing. Customer also reports to have received a low reservoir alarm. Customer's blood glucose was 283 mg/dl. Customer states that insulin pump continued to make noise and states is took about five minutes to restart after battery change. Customer reports that insulin pump was exposed to x-ray twice. Customer was advised that insulin pump would need to be replaced. No further information provided.